Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer performed calibrations, and all transducers passed, transducer tests passed and a well-known mainboard was installed for cross checking and errors were cleared. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported to vyaire medical that the vela ventilator would run for three to five minutes before the alarms for motor fault, ventinop, and xdcr fault appeared. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was duplicated and isolated to valve, solenoid,8mm,24 volt,3way.the transducers were successfully calibrated indicating a solenoid auto-zero delay response. A delay in response from solenoids can result in a bad auto-zero calibration at power up and periodic auto-zero checks.